Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported the sensor did not alarm when their blood glucose was low and as a result, the customer experienced sweating and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered unspecified treatment via needle. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Attempted to activate high/low glucose alarms with an iphone10 using a good known libre 2 sensor. The iphone 10 successfully received high/low glucose alarms. The investigation did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported the sensor did not alarm when their blood glucose was low and as a result, the customer experienced sweating and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered unspecified treatment via needle. There was no report of death or permanent injury associated with this event.